Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer reported that the unit is unable to complete load (loading fails) and then requires to be rewound. It then repeats this process in an endless loop. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked middle (enter) keypad button. Device passed displacement, rewind, basic occlusion, occlusion, and self tests; it failed prime/seating, force sensor tests. Thus software was utilized and uploaded trace/history files properly. The adapt tool confirms that following alerts/alarms occurred around the event date: 69=loading interrupted alarm @ 07/19/2021 17:33:15.000. The adapt tool also lists the following motor related pump errors: pump error 130 @ 07/19/2021 15:03:10.000, pump error 37 @ 07/20/2021 15:32:54.000. The case was cut open. While the motor was being taken out of the case. The motor slide was stuck to the motor sleeve. There are signs of previous moisture presence/corrosion in/around the following: home motor switch, outside of the motor sleeve. In summary, the customer¿s report that loading fails was confirmed. The loading failure and pump errors 130/37 are due to a corroded home motor switch and the moisture on the motor sleeve. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump kept going in rewind loop. Customer was reporting problem with priming. Customer stated that insulin was not squirting out during manual priming. Customer did not received complete or next on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.